Event description:
Caller reported experiencing a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The caller was attempting to load a new cartridge with 300 units of insulin, and technical support provided instructions to remove the pump from its case and clean the pneumatic tap area. Despite reloading the same cartridge, the issue was not resolved. The caller was guided through the process of loading a new cartridge but declined to attempt loading a second cartridge during the call, indicating they would follow up if necessary and declined further follow-up from technical support.